Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was identified that there was not enough light coming through the scope. Another scope was used for the case and procedure was completed. No pt complications were reported.

Manufacturer narrative:
The device was not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.